Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for two different pts. Results as follows: dates: (B)(6) 2012, pt: #1, inratio: 5.0, lab: 2.8, times between testing: less than one hour; date: (B)(6) 2012, pt: #2, inratio: 5.6, lab: 3.3, time between testing: less than two hours. Both pt have therapeutic range between 2 and 3.5.

Manufacturer narrative:
Investigation pending.